Manufacturer narrative:
H3: the actual sample was not available however, a picture and a video were provided for investigation. The visual inspection of both observed a crack inside the header cap around the connector. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) district hospital. Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a u9000, an external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.